Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, swelling and loosening of the femoral and tibial component at cement to implant interface. Unknown cement was used. The patient has a lcs knee. X-rays shows loosening. The surgeon removed the femur and tibial tray. These pieces were loose and had no cement on their backsides. The all poly patella was well fixed and retained. Doi: unk dor: jun 03, 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.